Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were currently in the hospital due to a diabetic related issue. The customer was in a comatose for three days. The customer had a high blood glucose level of 1600 mg/dl. The customer also reported that they had a heart attack. The customer also reported of another serious injury where the emergency medical service came and revived him. The customer was out for 35 minutes and after that he got a blood glucose level of 10 mg/dl on their meter. The customer declined troubleshooting the insulin pump for the high and low blood glucose. The device will not be returned for analysis.